Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation of the essure device / perforation (uterus)/ the one coil that had migrated out of my tube was definitely piercing my uterus and it attached itself to my guts¿ but not my colon/ the left side had shifted") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. C66832, c35240) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing the left essure tubal device / left side was hard to place". The patient's past medical history included multigravida, parity 2 ((B)(6)), shortness of breath, bradycardia, chronic sinusitis, postnasal drip, dyspnea, epigastric discomfort, ex-smoker (1 pack per week 1) in 2008, runny nose, chest pain, diarrhea, back pain, dyspnea, pharyngeal erythema, dysplasia, headache, epigastric pain, stomach pain, change in bowel habits, heartburn, hay fever, miscarriage, pap smear abnormal, loop electrosurgical excision procedure, allergy test, palpitations, peripheral edema, joint pain, rash, right lower quadrant pain, upper abdominal tenderness, hyperlipidemia, loop electrosurgical excision procedure, cervical dysplasia, constipation, vaginal delivery and amenorrhea. She is negative for asthma. She reports no drug use. Previously administered products included for epigastric abdominal: omeprazole on (B)(6) 2014; for dyspnea: ventolin hfa on (B)(6) 2013; for an unreported indication: dicyclomine hcl and exlax. Concurrent conditions included overweight, alcoholic, fatigue, redness, itching, cough, wheezing, nasal congestion, non-tobacco user, caffeine abuse and hiatal hernia. Family history included asthma (son), eczema, (B)(6) (father), type ii diabetes mellitus (father), benign neoplasm (father), colon carcinoma and cardiomegaly (uncle). Concomitant products included medroxyprogesterone (depo provera) from 2010 to 2015 for contraception as well as anaesthetics (anesthesia) and omeprazole since 2017. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant) and device expulsion ("essure expulsion / malposition of essure device (location of device: through tube into uterus)"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), adenomyosis ("adenomyosis was found when I had my hysterectomy"), fallopian tube disorder ("my tube had scarring or something") and abdominal distension ("I just had mine placed a little over a month ago and the bloating is the worst"). The patient was treated with solpadeine (tylenol 1) and surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation was resolving and the genital haemorrhage, vaginal haemorrhage, device expulsion, menorrhagia, adenomyosis, fallopian tube disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, adenomyosis, device expulsion, fallopian tube disorder, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well. Uterus was removed with the epiploic intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: malposition of essure device, perforation (uterus). On (B)(6) 2013 patient had colpo w/biopsy & endocervical curettage resulted in the first lesion consists of acetowhite epithelium, punctation from 1 o'clock to 2 o'clock. It lies within the sqj. The colposcopic abnormalities of this lesion appear major. The lesion was biopsied and specimen was sent to lab. The full extent of this lesion was seen. The second lesion consists of mosaicism, abnormal transformation zone, abnormal vessels from 4 o'clock to 5 o'clock. It lies across the sqj. The colposcopic abnormalities of this lesion appear major. On (B)(6) 2013 patient had surgical pathology report resulted in (a) in formalin, labeled "ecc" is 0.3 cc of friable tanbrown tissue, which is submitted in toto. (B) in formalin. Labeled "2:00" are two white 0.2 cm soft tissues, which are submitted in toto. (C) in formalin, labeled "4:00" are two tan 0.3 cm tanwhite soft tissues, which are submitted in toto. On (B)(6) 2014 patient had ultrasound abdomen limited, right upper quadrant resulted in liver: mild diffuse increased echogenicity. On (B)(6) 2015 patient had surgical pathology report resulted in formalin labeled "uterus fallopian tubes" is an 84 g, 9.0 x 4.5 x 4.0 cm uterus and cervix with a fimbriated fallopian tube. The uterine serosa is tan-red, glistening; and at cornu without fallopian tube is a 2 cm synthetic and white metal coiled device perforating through the serosa. The ectocervix is tanred, wrinkled, and the uterine lumen is patent. Sectioning reveals a pink-tan glistening endometrium and a pink, rubbery myometrium without nodules" the fallopian tube is 7.0 x 0.5 cm, tan-red, with paratubal cyst", fimbria, and with a proximal intraluminal white metal coiled device. On (B)(6) 2015 patient had ultrasound scan resulted in right essure device appear in place, left essure device does appear out or not in left tube, but maybe in left tube. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Concerning the injuries reported in this case, the following one/ ones were reported via social media; uterine perforation, adenomyosis . Most recent follow-up information incorporated above includes: on 5-feb-2018: reporter added, patient historical and concomitant condition added family history added, indication updated lot number received. Events added as follows: vaginal bleeding, menorrhagia, abdominal pain lower, adenomyosis, fallopian tube disorder, abdominal distension, device difficult to use, device expulsion and event perforation was updated to uterine perforation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device / perforation (uterus)/the one coil that had migrated out of my tube was definitely piercing my uterus and it attached itself to my guts¿ but not my colon/ the left side had shifted") and genital haemorrhage ("heavy and irregular bleeding") in a 36-year-old female patient who had essure (batch nos. C35240 val and c66832 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing the left essure tubal device / left side was hard to place". The patient's past medical history included multigravida, parity 2 ((B)(6) 1999, (B)(6) 2004), shortness of breath, bradycardia, chronic sinusitis, postnasal drip, dyspnea, epigastric discomfort, ex-smoker (1 pack per week 1) in 2008, runny nose, chest pain, diarrhea, back pain, dyspnea, pharyngeal erythema, dysplasia, headache, epigastric pain, stomach pain, change in bowel habits, heartburn, hay fever, miscarriage, pap smear abnormal, loop electrosurgical excision procedure, allergy test positive, palpitations, peripheral edema, joint pain, rash, right lower quadrant pain, upper abdominal tenderness, hyperlipidemia, loop electrosurgical excision procedure, cervical dysplasia, constipation, vaginal delivery and absence of menstruation. She is negative for asthma. She reports no drug use. Previously administered products included for epigastric abdominal: omeprazole on (B)(6) 2014; for dyspnea: ventolin hfa on (B)(6) 2013; for an unreported indication: dicyclomine hcl and exlax. Concurrent conditions included overweight, alcoholic, fatigue, redness, itching, cough, wheezing, nasal congestion, non-tobacco user, caffeine abuse and hiatal hernia. Family history included asthma (son), eczema, hepatitis c (father), type ii diabetes mellitus (father), benign neoplasm (father), colon carcinoma and cardiomegaly (uncle). Concomitant products included medroxyprogesterone (depo provera) from 2010 to 2015 for contraception as well as anaesthetics (anesthesia) and omeprazole since 2017. On (B)(6) 2015, the patient had essure inserted and removed on (B)(6) 2015. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and device expulsion ("essure expulsion / malposition of essure device (location of device: through tube into uterus)"). A new essure was inserted on an unknown date. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced adenomyosis ("adenomyosis was found when I had my hysterectomy"), fallopian tube disorder ("my tube had scarring or something") and abdominal distension ("I just had mine placed a little over a month ago and the bloating is the worst"). The patient was treated with solpadeine (tylenol 1) and surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the uterine perforation was resolving and the genital haemorrhage, vaginal haemorrhage, device expulsion, menorrhagia, adenomyosis, fallopian tube disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, adenomyosis, device expulsion, fallopian tube disorder, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well. Uterus was removed with the epiploic intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: malposition of essure device, perforation (uterus) on (B)(6) 2013 patient had colpo w/biopsy & endocervical curettage resulted in the first lesion consists of acetowhite epithelium, punctation from 1 o'clock to 2 o'clock. It lies within the sqj. The colposcopic abnormalities of this lesion appear major. The lesion was biopsied and specimen was sent to lab. The full extent of this lesion was seen. The second lesion consists of mosaicism, abnormal transformation zone, abnormal vessels from 4 o'clock to 5 o'clock. It lies across the sqj. The colposcopic abnormalities of this lesion appear major. On (B)(6) 2013 patient had surgical pathology report resulted in (a) in formalin, labeled "ecc" is 0.3 cc of friable tan brown tissue, which is submitted in toto. (B) in formalin. Labeled "2:00" are two white 0.2 cm soft tissues, which are submitted in toto. (C) in formalin, labeled "4:00" are two tan 0.3 cm tan white soft tissues, which are submitted in toto. On (B)(6) 2014 patient had ultrasound abdomen limited, right upper quadrant resulted in liver: mild diffuse increased echogenicity. On (B)(6) 2015 patient had surgical pathology report resulted in formalin labeled "uterus fallopian tubes" is an 84 g, 9.0 x 4.5 x 4.0 cm uterus and cervix with a fimbriated fallopian tube. The uterine serosa is tan-red, glistening; and at cornu without fallopian tube is a 2 cm synthetic -and white metal coiled device perforating through the serosa. The ectocervix is tan red., wrinkled, and the uterine lumen is patent. Sectioning reveals a pink-tan glistening endometrium and a pink, rubbery myometrium without nodules" the fallopian tube is 7.0 x 0.5 cm, tan-red, with paratubal cyst", fimbria, and with a proximal intraluminal white metal coiled device. On (B)(6) 2015 patient had ultrasound scan resulted in right essure device appear in place, left essure device does appear out or not in left tube, but maybe in left tube. Current weight: 195 lbs. Approximate weight at the time of essure placement: 180 lbs. Concerning the injuries reported in this case, the following one/ones were reported via social media: uterine perforation, adenomyosis. Lot number c66832 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, 89 days before insertion of essure, the patient experienced perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (on (B)(6) 2015 pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 29-sep-2017: case correction: after internal review the listedness of the event "perforation nos" changed from 'listed' to 'unlisted'. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.